Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. The patient was switched to an ambu bag until the unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The connection between the control board and lcd were cleaned to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).